Manufacturer narrative:
The actual sample was returned for service however did not meet manufacturing specifications during pre-repair assessment.  (B)(4) evaluated the device.  The reported condition was confirmed.  The assignable root cause was determined to be mis-handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing the foot control device "had damaged cable". The event was not related to surgery. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.